Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch numbers 579620 and 574727) were returned for evaluation. The returned drivers were visually examined under magnification and had physical batch numbers 579620 and 574727. One driver (batch number 579620) had a deformed tip. The tip was twisted and there were signs of wear. The second driver (batch number 574727) had a broken tip. It cannot be determined at which point the driver tip twisted and when the second driver broke. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
2 of 3. It was reported during removal surgery that the surgeon broke the tips of the driver. The broken driver fragments and the screw was removed from the patient's body with a second driver. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00183 through 3025141-2024-00185.

Manufacturer narrative:
Per information received, it was indicated the devices (t8 stick fit hexalobe driver (part number 80-0759, batch number's 574727 and 579620) were available for evaluation; however, the results of the investigation are inconclusive as the device were not received for evaluation.